Event description:
It was reported that at follow-up, a patient alert was received for high lead impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.